Manufacturer narrative:
Product event summary: a proximal portion of the lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
Product event summary: a proximal portion of the lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, oversensing due to non-physiologic signals/sic (sensing integrity counter) was observed, and a lead impedance out of range alert triggered.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited noise and high short interval counts (sic). The lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.